Event description:
It was reported that air in tube during infusion. Changed to a new one. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, batch history, sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the 20g x 0.75¿ safestep infusion set was unconfirmed as the problem could not be reproduced. Gross visual and microscopic evaluation revealed no evidence of any splits or tears in the tubing nor at the junctions with the luer adaptor or the needle housing. When an attempt was made to flush the infusion set with water from a 12cc syringe, the infusion set was patent to infusion and no leaks were detected. The device was then mechanically occluded, and the infusion set was flushed against the occlusion. No leaks or air bubbles were detected in the sample. Therefore, the reported issue could not be reproduced on the returned sample. H3 other text : evaluation findings are in section h.11

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdvs0131 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that air in tube during infusion. Changed to a new one. No other information was provided.